Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead fracture resulting in high out of range pacing impedance and high capture threshold. A new lead was successfully implanted. No additional adverse patient effects were reported.